Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose recently. Customer's blood glucose was 21 mmol/l at the time of admission. Customer was admitted into the hospital for one night. The customer was wearing the insulin pump at the time of hospitalization. The customer reported their last known blood glucose was 20.1 mmol/l. The customer reported the insulin pump has been ineffective with lowering their blood glucose. The customer did not report any damage to the insulin pump. The customer declined to troubleshoot for the insulin pump. The insulin pump will be returned for analysis.